Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user shut down the ilet after running out of insulin, then was unable to power it back on until it was placed on the charger, after which the device powered on and functioned, and the user subsequently completed a supply change with assistance after initially inserting the cartridge upside down and struggling to attach the luer connector. Symptoms included hyperglycemia with a maximum blood glucose of 218 mg/dl and alerts for elevated glucose. Outcomes included transient high glucose for approximately 1.5 hours without use of backup therapy, without ketone testing, and without medical intervention or hospitalization. Investigation included customer service troubleshooting and education covering correct power-on procedure, proper cartridge orientation and insertion order, tubing fill, site insertion, and cannula fill. Investigation of this case revealed user handling issues related to device shutdown without insulin and incorrect cartridge orientation, both resolved through charging and correct assembly guidance. It was concluded, based on previously established findings for similar reports, that user error was the most probable cause.